Event description:
Female undergoing tonsillectomy and adenoidectomy under general anesthesia. Flash fire occurred while cauterizing right tonsillary fossa. Patient has burns in throat and roof of mouth. Dates of use: 2007. Diagnosis or reason for use: general anesthesia. Event abated after use stopped: yes. Event reappeared after reintroduction: no.